Event description:
Event description cpi received information that this transvenous lead (0095) was removed from service because of a lead malfunction. No information on the lead other than (lead malfunction).